Event description:
Event reported in response to FDA letter ((B)(4)) and copy of user facility's medwatch received on (B)(4) 2005. User facility's report to FDA states: pump tubing was not reading or sensing properly. Tried 2 different arthrex pumps with this tubing and it was just pouring fluid into the knee. F/u with risk mgr revealed no adverse consequences with the pt resulted from this event. This device is used for treatment. MFR ref# 1220246-2005-00141.